Manufacturer narrative:
A connector portion of a partial lead measuring 10.0 / 11.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient had expired. The cause of death was due to congestive heart failure and lower respiratory infection. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.